Event description:
It was reported that the tubing and the ball were completely separated from the housing/cover in a multitrate infusor. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Visual inspection of the unit confirmed the reported issue. The coiled cap was found separated from its cover.I nitial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The cause of this event was determined to be that the coiled cap was not assembled correctly during the manufacturing process. To address this issue, awareness training was given to the operators at the manufacturing facility. Should additional relevant information become available, a supplemental report will be submitted.